Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This capture the second revision for the patient involving another disassociation 4 months after the first revision under (B)(4). It was reported that an email was received from a j and j employee stating that they were working on an analysis on social media in orthopedics about the two posts regarding pinnacle, sounds like liner dissociations. Case done by a partner, (B)(6) yo f bmi 52. Had spinnacle in december and underwent cup revision by my partner. Then had had spinnacle again! Only 4 months later. Thoughts on how best to treat this? This is all the detail we have.